Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noisy signals at about 1.8mv. Additionally, there was pacing inhibition for less than two seconds. It was noted that the patient was not pacer dependent, and ra sensitivity was reprogrammed to 3 mv. This ra lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.